Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during placement of an embolization coil in a middle cerebral artery (mca) aneurysm, the coil unexpectedly detached. A segment of coil extended in the mca. A stent was implanted to press the coil to the mca wall. There was no reported patient injury. The current condition of the patient is reported to be "fine."